Manufacturer narrative:
The device involved in the event will not been returned for evaluation as it was discarded at the site. (B)(4).

Event description:
Treatment of a small fusiform aneurysm measuring 3.5cm located in the cavernous segment of the left ica (internal carotid artery). The patient was given plavix and aspirin. The patient had tortuous anatomy. On (B)(6) 2014, the patient underwent pipeline (5mm x 30mm) embolization treatment. During the procedure, it was reported the pipeline became invaginated (folded inwards) and it was removed by trapping the braid between the capture coil and the catheter. No patient injury was reported as a result of the procedure.